Event description:
Manufacturer's ref.:# (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The o2 sensor was replaced and returned for investigation. The received o2 sensor was investigated and a pre-use check was performed and passed all the tests successfully. The received logs confirmed the reported high o2 concentration in 08/14/2020. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limit´s settings. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).